Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 297 mg/dl, 176 mg/dl, 188 mg/dl, 64 mg/dl, and 29 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Follow up report is in response to request for additional information received from (B) (6) dated march 12, 2010. (B) (4). Final results of failure analysis of device listed in the report: (1) methodology use - the product was visually examined with the naked eye and an olympus sz61 stereoscope with magnification varying from 6.7x to 45x. (2) identification of failure mode - evaluation found that the trunnion fractured from the humeral tray due to bending fatigue (reference initial report sent january 22, 2010). Associated component involved - comprehensive shoulder stem (B) (4). The cause of the bending fatigue could not be determined. Number of complaints received for this problem. Biomet has received two complaints of this problem. In both cases, the patient did not comply with the warnings in the package insert. Biomet package insert contains the following warning: excessive activity, trauma and excessive weight bearing have been implicated with premature failure of the implant by loosening, fracture, and/or wear. (B) (4)

Event description:
It was reported that patient underwent shoulder arthroplasty in 2009. Subsequently, patient reported feeling a pop in his shoulder upon lifting an object. Radiographs taken revealed the humeral tray disassociated from the humeral stem. A revision procedure was performed ten months later, and the trunnion was found to be fractured off of the humeral tray. The humeral tray and bearing were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found that the trunnion fractured from the humeral tray due to bending fatigue.

Event description:
It was reported that patient underwent shoulder arthroplasty on (B) (6) 2009. Subsequently, patient reported feeling a pop in his shoulder upon lifting an object. Radiographs taken revealed the humeral tray disassociated from the humeral stem. A revision procedure was performed on (B) (6) 2009 and the trunnion was found to be fractured off of the humeral tray. The humeral tray and bearing were removed and replaced.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on january 22, 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event.